Manufacturer narrative:
Concomitant medical products: product ID: dvfb1d4 ICD; date of implant (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic after experiencing a fall without injury. Though no cardiac event was detected it was noted that the patient¿s heart rate was forty beats-per-minute and it was suspected that this could have been a contributing factor to the fall. It was additionally reported that the right ventricular (rv) lead had high thresholds, no capture, high/undefined impedance, oversensing and noise. It was suspected that the lead was fractured and it was removed and replaced. No further patient complications have been reported as a result of this event.